Manufacturer narrative:
(B)(4). A photographic sample was used for device analysis. Visual inspection verified the reported cracked blue main body of the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extended life transfer set had a cracked main body. This occurred during patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.